Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aseps0041 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (aseps0041) have been reported from the same facility.

Event description:
It was reported that nurse was asked to deaccess the patients portacath as he was being discharged home. The portacath was deaccessed as per policy, when removed the port needle from the patients port, the safety shield failed to come forward to cover the exposed needle. It was reported this occurred with two devices. This report addresses the second device.